Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date in (B)(6) 2012, the patient began treatment with dianeal pd4 ultrabag therapies (doses, frequencies not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient developed hernia and a cyst in stomach. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the events. Treatment was not reported. On (B)(6) 2012, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of hernia and cyst in stomach. Follow-up information was received from a nurse on (B)(4) 2012. On (B)(6) 2012, the patient fell and suffered trauma which included stomach swelling, and pain. On (B)(6) 2012, the patient was seen at the pd clinic and was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis, pain and to rule out the possibility of hernia due to the stomach swelling from the fall. It was determined that the patient did not have a hernia or a cyst. The cause of peritonitis was assumed to be break in aseptic technique. On an unreported date in (B)(6) 2012, retraining was performed. Treatment for the events was not reported. On (B)(6) 2012, a repeat cell count was pending. At the time of this report, the patient's peritoneal effluent was clear and there was no pain. On (B)(6) 2012, the patient recovered from the events of the fall, stomach swelling and pain. At the time of this report, the patient was recovering from the event of peritonitis with culture positive for (B)(6). An opinion of causality was not reported for the event of trauma.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.